Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the outer insulation was melted, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched.

Event description:
It was reported the right atrial (ra) lead had threshold of 2.5 volts at 1.0 millisecond. During a routine device change out, the physician decided to also explant and replace the ra lead for better thresholds. No patient complications have been reported as a result of this event.